Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found a bad digital video interface (dvi) cable. The customer had an extra dvi cable and the fse reran the dvi cable and verified that the viewer was showing on both monitors without issues. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon experienced a line on one of the eyes on the surgeon console. The caller stated that the surgeon had to move over to the other console to continue the procedure. Tse viewed logs and noted error 45308 for the right eye and error 48100, and 48200 for the personality module surgeon console (pmsc). The procedure was completed with no reported injury.

Manufacturer narrative:
The probable root cause is attributed to a faulty dvi cable.

Event description:
Refer to h11 for follow-up information.